Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received nail was found to be broken from almost mid portion i.e. Shaft of the nail. Overall, the fracture pattern reveals a fatigue failure evident by the appearance of lines of rest. Just opposite to the origin point of the breakage, plastic deformation of edges, evident by shiny surface, could be observed indicating towards excessive loading over a considerable period of time. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the evidences from the device inspection and the available information like a potential non-union (cannot be confirmed without x-ray examination), the most likely cause of the failure is patient related. The fact that the nail broke almost after 8 months indicates towards a potential non-union. It cannot be excluded that a suboptimal fracture reduction/treatment could also be a reason for non-union and subsequent nail breakage, but x-rays are needed to confirm that. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that a nail broke and a revision surgery was performed. Additionally a nonunion was reported.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that a nail broke and a revision surgery was performed. Additionally a nonunion was reported.